Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. "The defective part was received in brézins for investigation. According to our investigation, we have observed that a pin securing one of the pusher springs was broken, which confirms the reported issue and is probably the root cause of the pump no longer detect the insertion of the syringe plunger. This isue is known. The investigation has been closed, and a temporary protocol will be put in place. To our knowledge this complaint is not being related to patient safety." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: syringe detection; light barrier window holder defective. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.